Manufacturer narrative:
Concomitant medical products: c4tr01, ipg, implanted: (B)(6) 2014; 419688, lead, implanted: (B)(6) 2014.

Event description:
It was reported that a transmission showed the right atrial (ra) lead with possible intermittent far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.